Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the continuous glucose monitor was not in use from (B)(6) 2019 to (B)(6) 2019. A review of the log indicates that the lowest bg entered into the pump by the user on (B)(6) was 130 mg/dl. A review of the log indicates that the lowest bg entered into the pump by the user on (B)(6) was 123 mg/dl. A review of the log indicates that the lowest bg entered into the pump by the user on (B)(6) was 72 mg/dl. A review of the log indicates that the lowest bg entered into the pump by the user on (B)(6) was 300 mg/dl. A review of the log indicates that the lowest bg entered into the pump by the user on (B)(6) was 257 mg/dl. Therefore, the complaint could not be confirmed. A tubing fill of size 11.3 units was observed on (B)(6) 2019 if user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019 and (B)(6) 2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On (B)(6) 2019, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2019, user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) events of 51 mg/dl; cause was unknown. Juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.